Event description:
The customer reported that following a renal stenting procedure in 2001, a vasoseal es was deployed. The pt remained in the hospital for five days and was discharged without evidence of hematoma. Six days later after spending one day at home, the pt was resting and suddenly developed a large hematoma. The hematoma was surgically evacuated. No further complications were reported.